Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.